Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the v4 lead would not pick up during a patient use. Device patient involvement was noted. There was no patient harm.